Event description:
It was initially reported that a por (power on reset) condition existed. They suspected eol (end of service) message since programmer did not interrogate the battery. Ins has not been turing off on it's own - and patient did require an amplitude increase. The event occurred following a fall. The patient fell on leg -- and the ins had a por one week later. Patient stim sensation did not change after the fall. Suspected fall was unrelated to battery depletion. Suspected battery depletion to be normal. It was also noted that patient had concerns about "if there is something wrong with her body rejecting ins." Current ins had now reached eos (end of service) and needed to have it explanted. Pt had first ins since (B)(6). The patient was seeing poor communication on programmer. The patient was no longer feeling stim as well. The patient was planning on having the ins replaced in the near future. Subsequent reporting noted that the ins battery depletion was being reported as premature. A longevity calculation was offered, but was declined. They planned to return the device to the manufacturer. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow up report will be sent when analysis is completed.

Event description:
Additional information received noted that the stimulator was explanted and replaced on 2012-(B)(6) after not quite 2 years of implant duration (unknown if normal battery depletion). The patient was concerned that the stimulator wore out prematurely. It was also noted that the patient sat on some sort of an electric chair that gave her what she described as a shock through her whole body. The patient wasn't sure if that correlated with return of symptoms; unclear if that had anything to do with depletion of generator. Patient outcome: recovered without sequelae.

Manufacturer narrative:
Final analysis of neurostimulator model # 3058 (B)(4) showed battery normal end of life; no telemetry and no output. No significant anomaly.

Manufacturer narrative:
Programmer model # 3037 lot # njd077299n; lead model # 3093-28 lot # v167798 implanted 2008-(B)(6) explanted unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.